Event description:
Reporter indicated a vns pt had a change in seizure pattern in which the seizures are more violent and the seizures cause a loss of consciousness. Attempts for further info are in progress.